Event description:
The guard from the air-shields vickers infant radiant warmer fell onto an infant while the infant was in the warmer, causing burns on the infants face, torso, and ankles. The event was witnessed by nearby nursing staff who within seconds removed the hot object from the infant. The infant sustained second and third degree burns. The infant was discharged from the hospital on (B)(6) 2012 with home care follow-up for dressing changes to the burn areas. There was observed to be a screw missing which held the guard in place.